Event description:
It was reported that 1 hour after a drug eluting stenting treatment procedure, an acute thrombosis occurred. The target lesion was in the non-tortuous, non-calcified, 90% stenotic, proximal left anterior descending artery (lad). The lesion was accessed via the radial artery and was not predilated. The physician deployed a 3.00 x 32 mm taxus express2 drug eluting stent. It is noted that the patient had na allergic reaction to the contrast medium which involved itching. The patient was given plavix pre-and post-procedure and an llb/llla inhibitor during the procedure. One hour post-procedure the patient was brought back to the cath lab with shortness ofbreth. The lad was occluded, another percutaneous intervention was performed and an intra aortic balloon pump was placed. No further complications were reported and the patient returned to coronary care. The patient status is reported at `getting better' and is expected to be released from the hospital shortly.